Event description:
It was reported that detached cannula occurred. The sensor was inserted into the arm on (B)(6) 2022. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. An internal visual inspection was performed and failed due to the cannula was detached. The allegation was confirmed.